Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was not satisfied with the implant placement and had a floppy glans. A new tactra penile prosthesis was implanted. The physician tacked down the glans penis to resolve the floppy glans. No patient complications were reported.